Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, the physician used infinity, ace 68 and velocity catheter . Physician deployed the subject stent retriever and upon retrieval, the stent of the subject stent retriever broke from the delivery wire. The physician used a second stent retriever as a snare device to successfully retrieve the broken stent from the patient's middle cerebral artery. The physician replaced it with a new retriever and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The event was not confirmed and it cannot be confirmed if the device met specification as the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per additional information there was a second trevo used to snare initial trevo, and the patient's anatomy was very tortuous. It is probable that the device was damaged during navigation through the tortuous anatomy. An assignable cause of procedural factors will be assigned to the reported event, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the physician used infinity, ace 68 and velocity catheter . Physician deployed the subject stent retriever and upon retrieval, the stent of the subject stent retriever broke from the delivery wire. The physician used a second stent retriever as a snare device to successfully retrieve the broken stent from the patient's middle cerebral artery. The physician replaced it with a new retriever and continued the procedure without clinical consequences to the patient.